Manufacturer narrative:
(B)(4).

Event description:
Received info the pt "pulled" her leads for her ins in (B)(6) 2010 and since then has been having issues with her battery. It is unclear exactly what the pt is referring to and what the complaint is about. Pt is searching for a physician or a medtronic rep to interrogate her system. Add'l info has been requested and if received, a follow up report will be sent.